Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center exhibited image abnormality, due to failure of a video connector receiver. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 01nov2024

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of "image abnormality" was confirmed. The probable cause was most likely attributed to failure of the video connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.